Event description:
After receipt, the customer found that the device was labelled "sterile r", with a due date, and disposable symbol on the label despite non sterile device.

Event description:
After receipt, the customer found that the device was labelled "sterile r", with a due date, and disposable symbol on the label despite non sterile device.

Manufacturer narrative:
Urgent field safety notice revised on 20th january to add an additional part number/lot number. Part number:: ea10nh. Description: hasson adaptor 10mm. Lot number: 734029.

Event description:
After receipt, the customer found that the device was labelled "sterile r", with a due date, and disposable symbol on the label despite non sterile device.

Manufacturer narrative:
Urgent field safety notice revised on 20th january to add an additional part number/lot number. Part number:: ea10nh. Description: hasson adaptor 10mm. Lot number: 734029. Corrected to remove "5 day", first report type should have been 'initial' when first reported on 17th january 2022, and changed to follow up report 2.

Event description:
After receipt, the customer found that the device was labelled "sterile r", with a due date, and disposable symbol on the label despite non sterile device.

Event description:
After receipt, the customer found that the device was labelled "sterile r", with a due date, and disposable symbol on the label despite non sterile device.

Manufacturer narrative:
Urgent field safety notice revised on 20th january to add an additional part number/lot number. Part number:: ea10nh; description: hasson adaptor 10mm; lot number: 734029. Revised urgent field safety notice is attached to this report. G6 reporting corrected to remove "5 day", first report type should have been 'initial' when first reported on 17th january2022, and changed to follow up report 2. Investigation report attached to this report.